Event description:
The vena cava filter could not be removed from the storage tube. It was lodged in the storage tube and could not be pushed out of the storage tube. The staff had to retrieve a new filter. This was the third incident in the last three weeks in which the cordis vena cava filter could not be removed from the storage tube.